Event description:
The physician was treating the patient for an unruptured anterial choroidal aneurysm. He wanted to finish the case with a penumbra coil 400 curve 2 mm x 4 cm. The coil sheath was locked into the px400 microcatheter thouey and as the coil was advanced, the physician noted additional friction as he pushed the pusher assembly through the sheath. The coil was then pulled from the catheter and inspected. Nothing unusual was noted. The physician attempted to introduce the coil again but was met with the same friction. At that time, the decision was made to stop the procedure due to the fact that the aneurysm was determined to be appropriately treated.

Manufacturer narrative:
Device investigation: the coil-pusher assembly was returned complete including the coil sheath. The coil is attached to the distal detachment tip, and all parts of the tip are properly in place. The pet lock is in place and unbroken. These observations are consistent with an undetached coil. The coil was loaded into demonstration px400 microcatheter and advanced through the catheter to exit the distal tip. No unusual friction was encountered at any point during this process. The coil-pusher assembly appears fully functional. Conclusion: the friction when advancing the coil through the sheath and into the catheter as described in the complaint could not be duplicated. However, if the physician had the rhv too tight on the catheter and the coil sheath, this may have caused the noted friction between the coil and the sheath. Neither the microcatheter nor any of the other accessories used in the procedure were returned so it not possible to evaluate their impact on the friction noted. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.